Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. An interrogation of their device indicated that the day prior the right ventricular (rv) lead had t-wave oversensed on stored vtns (ventricular tachycardia non-sustained) electrogram. No action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.